Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-oct-2027, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 17-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration and lead damage. Lead 0-7 contact 2 has high impedance and contact 5 >40000 (damaged) contact 5 was being used for programming. Patient states after the fall she no longer got relief. Leads did migrate down one vertebral body into t9. An impedance check was performed as stated above. Patient states she was walking and fell forward and her husband tripped and fell on top of her back. She states that she does not know the exact date of the fall it has been approximately within the last 3 to 4 weeks. A return of pain was noted. Per np, patient would like to have a lead revision/replacement. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.